Manufacturer narrative:
This incident involved a harmony la light system. The incident occurred as the result of weather related power outages at the facility which caused several power 'blips". There was no malfunction of the light or the control center. In fact, the system performed as intended to prevent damage to the light and the control center. The harmony light system is controlled by software that temporarily saves the most recent light intensity used by a customer. If the light system loses power, the system controller will automatically restore the most recently used level of light intensity once the light is restarted from the control center. If, however, the software detects a short circuit or other problem as it is restarting, it will protect the light system by going into shutdown mode. Once the system is in shutdown mode, the customer must restart the system from the incoming power source (i.e., the breaker) rather than the control center. When the user "reboots" the system directly from the incoming power source, the previously saved light settings must be reset. Steris believes that the power fluctuations resulting from the storm caused the light system to go into shutdown mode. Although the customer would have had to reenter its preferred light intensity settings after restarting the system, there is no evidence to suggest that the light system failed to operate properly. No repairs were needed at the account.